Event description:
A pt was placed on ventilator post-op in ICU. A low peep/CPAP alarm was alarming as the technician entered the room. Then a high pressure alarm, followed by a low-exhaled volume alarm. The pt was taken off the ventilator and manually resuscitated. Severe cyanosis was noted prior to the exhaled volume alarm. After successful CPR, the pt was placed back on the ventilator but was only returning vt 220 ml. It did not appear to be cycling properly. Another ventilator was used and operated properly. Bio-med checked the ventilator within minutes and notified the MFR's service rep.